Manufacturer narrative:
Product ID: 8731, lot# b005767n19, implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8711, lot# j11511r19, implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, lot# l71610, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported that this patient had a ¿bunch of issues¿ with the catheter and had ¿like twenty revision surgeries to get the catheter finally to work.¿ the patient had triple fusion surgery in 2004 which eliminated a lot of the bone growth in the patient¿s spine and after that the catheter issues stopped. It was not known what medication this device system delivered at the time of the event. Additional information was requested, however, further clarifying details were not provided at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: 2013 (B)(6), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient had over 25 catheter revisions and probably 6 or 7 different pumps. Patient stated he was not going to be able to give specifics or dates. No symptoms were reported as it related to catheter revisions and pump replacements. Patient stated he was not going to be able to provide dates, this had been happening for almost 20 years (patient had only had a pump for 18 years). No further complications were reported.